Event description:
A complaint was reported of the pt receiving a burn, resulting in blister and bleeding, from the charger at the implant site. The surgeon dressed the burnt site and prescribed ointment for treatment. The pt was also administered antibiotics.